Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that an right atrial (ra) lead safety switch (lss) occurred due to a pace impedance measurement greater than 2000 ohms. Pocket manipulation and isometrics were performed and could not create any noise. After the lss occurred there was some stored noise oversensing episodes of myopotentials. The minute ventilation (mv) feature was programmed off, due to possible mv signal oversensing. The field representative was going to speak with the physician regarding possible lead programming. No adverse patient effects were reported.